Event description:
Pt was undergoing open left radical nephrectomy with attending urological surgeon. Surgery date (B)(6) 2012 start time: 09:53. Pt had a large vascular and adherent renal mass adherent to other structures including spleen, pancreas and bowels. During the procedure, the surgeon was using the ligasure device to divide and dissect the kidney. "Attachments were divided and dissected free with ligasure device." Per variance report, "the refurbished ligasure impact device failed to release the tissue during a dangerous part of the kidney resection, leading to injury to the tissue and some bleeding." "A replacement refurbished ligasure device was provided which also stuck on a different area, even more dangerous adjacent to the renal artery. This area tore due to the stuck instrument and led to some bleeding." Interview with the attending surgeon indicated that he has concern about the refurbished ligasure devices. He stated that no serious harm was done to this pt and that the bleeding was minimal. However, there could be a potential of serious damage in the future with these devices when used close to the renal artery.